Event description:
It was reported that the patient was experiencing diuresis and was admitted to the hospital. It was also reported that the right atrial lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.